Manufacturer narrative:
Date of initial report sent: 03/10/2009.

Event description:
Procedure type: lap nissen. According to the reporter: the device did not grasp the needle when it passed through the tissue. The needle became embedded in the left crus of the diaphragm and was unable to be retrieved. Md says this should not cause any problems to the patient. There was no patient injury reported.